Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the bfc (blue fiber cable) connector did not fit properly on surgeon side console (ssc) 2. The head nurse indicated that the operating room (or) staff could proceed with only one ssc for the prostatectomy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) spoke with the customer and was informed that the blue fiber cable was actually damaged causing it to not hold inside the surgeon side console. A blue fiber cable was sent to the customer to replace the damaged one causing disconnection while in use. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted from a dual surgeon side console (ssc) set up to a single ssc after the start of the procedure due to a connector issue with the blue fiber cable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.